Event description:
The user facility reported the device was under delivering energy at higher settings during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported the device was underdelivering energy at higher settings during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.